Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when catheter was inserted into the sheath high amount of air flowed inside and was visible through the transparent sheath. This happened multiple times. No visible damage on the membrane. Same thing happened with only the guidewire being introduced into the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.